Event description:
It was reported that two bmw universal ii guide wires were used in the left anterior descending artery (lad) and the first diagonal in a patient with acute myocardial infarction. The procedure went well and a non-abbott stent was placed. During rewire, one of the guide wires got stuck behind a strut of the stent and broke (separated). It was noted that the stent was damaged and the broken guide wire stayed behind in the lad with approximately 10 cm still hanging in the aorta. The patient was sent to the university hospital in utrecht (umcu) where they performed surgery for removal of the guide wire tip. Additionally, the patient underwent coronary artery bypass graft (CABG) of the left internal mammary artery, which is a planned CABG and is not due to the broken guide wire. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned balance middleweight guide wire confirmed the reported guide wire tip separation as the shaping ribbon was separated, 2.8 cm distal to the center solder. The tip coils were completely stretched distal to the center solder which appears to be the result of the guide wire tip separation. The tip ball was still attached to the stretched coils and the separated portion of the shaping ribbon was still attached to the tip ball. Scanning electron microscopy (sem) analysis of the guide wire suggests that the shaping ribbon failure may be attributed to dimple rupture, indicating ductile overload. A guide wire tip separation of this nature may happen when the tip is subjected to tensile or torsional loads beyond its design limits causing the distal tip to detach. It was reported that during rewire, the guide wire got stuck behind a strut of the stent and separated. Per instructions for use (IFU) warnings section: do not: 1) push, auger, withdraw, or torque a guide wire that meets resistance. 2) torque a guide wire if the tip becomes entrapped within the vasculature. 3) allow the guide wire tip to remain in a prolapsed condition; and, do: use extreme caution when moving a guide wire through a non-endothelialized stent, or through stent struts into a bifurcated vessel. Use of this technique carries additional patient risks, including the risk that the wire may become caught on the stent strut. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. If resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. It is possible that the reported guide wire separation is likely the result of the guide wire being stuck behind a strut of the stent as reported. The lot history record was reviewed. There are no non-conforming material records associated with this lot. A query of the complaint-handling database was performed and there were no other incidents reported for this lot. The reported guide wire tip separation, the guide wire being stuck behind the strut of the stent and treatments appear to be related to operational context of the procedure and there is no indication of a product quality deficiency. Manufacturing performs 100% visual inspection of the guide wire tips after it is loaded into the dispenser, performs non-destructive tip pull test and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: bmw universal ii; inflation device: boston scientific; guide cath: boston scientific; stent: driver. The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information.